Manufacturer narrative:
The product was returned. Visual inspection has confirmed the reported event. The lot number for the screw was not provided and therefore a device history record review could not be completed. A definitive root cause has not been determined. Date received by manufacturer, add follow up type, device evaluated by manufacturer: change ¿no¿ to ¿yes¿, add event problem codes, add evaluation codes. Correction: changed age at time of the event.

Event description:
The dentist reported that abutment screw fractured. Implant remains in patient's mouth.